Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying pace impedances of greater than 2000 ohms. During the revision procedure, the lead displayed high impedances through the pacing system analyzer (psa). There were no additional adverse patient effects.